Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, as the physician was attempting to throw the mesh leg through the sacrospinous ligament, an inch of suture (with the needle at the end) detached from it and was captured in the capio device. The physician tied a standalone capio suture to the affected mesh leg and was able to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.